Event description:
It was reported that the insulin pump would alarmed an error multiple times, would shut off and restart itself. The device dropped all of the bolus settings. The customer stated the issue started about a year ago. The customer's blood glucose had been over 600 mg/dl. The night prior to the phone call the blood glucose was 432 mg/dl, which was treated with the insulin pump. The customer stated that their legs were aching. The customer also stated that there was a scratch on the insulin pump. At the time of the phone call the customer's blood glucose was 119 mg/dl. The customer stated that the insulin pump alarmed motor error during priming process. The customer does not use the sensor feature. They were able to rewind the device. No troubleshooting was performed because the customer was at work and stated that they would call back. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test and alarmed during the prime test due to a faulty gold force sensor resistor. The occlusion test and excessive no delivery alarm test could not be performed due to the motor error alarm. The motor was tested outside of the device and passed the motor test. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.